Event description:
It was reported that closure of an unspecified access site was attempted using a proglide device. Reportedly, an unspecified failure occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b3 - date of event confirmed. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account. E1 - initial reporter information updated to physician name. H6 - medical device problem code 3190 was removed.

Event description:
Subsequent to the initially filed report, additional information was obtained: this was an arteriotomy closure of the left common femoral artery via a 6f sheath. Two proglide devices were attempted after an interventional percutaneous transluminal angioplasty procedure; however, a cuff miss [suture-retrieval issue] occurred with both devices. Hemostasis was achieved via manual arterial compression. No additional information was provided.